Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: air/water-cylinder and suction-cylinder had no color; scope-cover and plug unit were deformed; switch box had a scratch; control unit had corrosion due to water leakage; label on suction-connector was peeled; insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover (c-cover); the image had dark area partially due to a scratch on objective lens; c-cover had a chip; adhesive around objective lens had corrosion; light guide lens and adhesive on bending section cover had a crack and the connecting tube had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had broken bowden cable. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found due to damage on up/down sprocket, bending section could not be controlled at all. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the inside of the control section being corroded by water invasion during device handling by the user, which led to damage of ud sprocket. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.